Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It has been reported that the unspecified bd¿ safetyglide needle has been found containing foreign matter before use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that ma noticed "white particulate" on a couple of safetyglide needles. Per customer complaint: we have had an ma that noticed some ¿white particulate¿ on a couple of different 25g x 1 inch bd safetyglide needles. She noticed it first on (B)(6) 2019 but did not save the needle or note the lot # and expiration date. The same caregiver noticed this again and brought the needle and packaging to her manger.